Event description:
A malfunction was reported on the customer's pump, which caused their blood glucose level to exceed 500 mg/dl, reaching 600 mg/dl. The customer addressed the high blood glucose by administering a correction injection via multiple daily injections and did not require additional third-party assistance. Technical support resolved the issue by sending a replacement pump with updated software after confirming the shipping address. The customer was advised on steps for handling the pump, including putting the faulty pump into storage mode before returning it to the company.